Event description:
A malfunction was reported, displaying malf 9, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again. The customer acknowledged and understood the instructions provided.